Manufacturer narrative:
The report of suspected pump thrombosis was confirmed. Examination of the pump blood contacting surfaces found a red, tissue-like thrombus around the outlet bearing. The thrombus showed no evidence of laminated layering, indicating that it did not likely form in this location; however, its contact marks on the outlet bearing cup and rotor indicate that it was present while the pump was operating. Although its specific origin could not be determined, the observed thrombus could have contributed to the reported increase in the patient¿s lactate dehydrogenase level and caused increased rotor drag, resulting in the reported pump power elevations. The examination of the pump also found a small ring of tissue-like thrombus around the inlet bearing and bearing cup; however, the ring was soft and comprised of a single layer, indicating that it was likely an acute formation. Visual inspection of the pump bearings and bearing cups found no anomalies that would have contributed to thrombus formation. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device 14 days. The device was returned for investigation. The evaluation is not yet complete. The event took place in (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient became increasingly short of breath despite diuresis, and that elevated lvad power readings were also observed. The patient's lactate dehydrogenase (ldh) level was trending upwards. A ramp echocardiogram study performed on (B)(6) 2016 was negative, with the aortic valve opening with every third cardiac cycle. It was reported that the ldh levels continued to rise, and the patients condition was declining with increased shortness of breath. The patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus. No additional information was provided.